Event description:
The physician reports, that the crystalens haptic tore, when delivering the lens using a lens injector system. Intervention was performed intraoperatively to enlarge the original incision, removed the damaged lens, and sutured the incision. A second crystalens was implanted successfully and the pt's prognosis is good.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.